Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). It was reported that a life threatening surgical procedure occured during an endoscopic thorax surgery. The challenger clip applier was used pneumatically. When a clip was applied to the vessel the jaw blocked and it was impossible to open the jaw in order to remove the applier from the operation area. During this manoeuvre the pulmonary artery was perforated and in emergency case the patients life was secured in an open surgery. Components in use listed as concomitant devices are: pl522r / shaft compl.d:5mm l:310mm, pl520r / challenger ti-p handle, pl574t / chanllenger ti-p sm-ligat. Clips 12 cartr.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found deposits on the jaw part seat. Additionally we made a visual inspection of the shaft. Here we found typical silicate discoloration. The measurement of the device was carried out by the quality assurance department. Conclusion and root cause: the root cause of the problem is most probably reprocessing related. Rational: due to the deviations at the components of the shaft, the instrument is no longer according to the specifications because the tube is bent. We assume, due to the deposits and silicate decoloration a reprocessing failure as the causal factor. Additionally we closed the jaw by hand and the movement is unequal when opening. This is caused by the deposits. By repeating this process the unequal movement decreased. According the instructions for use the following caution and points must be observed: "damage (metal seizure/friction corrosion) to the product caused by insufficient lubrication" after each complete cleaning, disinfecting and drying cycle, check that the product is dry, clean, operational, and free of damage (e.g. Broken insulation or corroded, loose, bent, broken, cracked, worn, or fractured components). -repeat cleaning and disinfection of products that still show impurities or contamination." No CAPA is necessary.